Event description:
It was reported that the patient was admitted to the hospital due to an alert for high rv lead impedance. Increased short interval counts were also noted. The impedance was noted to return to normal values three days later. The therapies were programmed off. A lead revision was being considered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4592 lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sic count went up to 38 in 3 days averaging around 15 per day. Recent episodes were unavailable to confirm oversensing. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace lead impedance was 2356 ohms on (B)(6) 2015.